Manufacturer narrative:
(B)(4). Visual evaluation revealed that the working length of the needle and sheath were bent at the distal end of the handle and at the distal section. Additionally, the stylet was bent adjacent to the stylet plastic cap. Functional test was performed, however; resistance was met when the needle was extended and retracted due to the kink and bends along the device. The reported event of distal tip bent was confirmed. It is probable that the working length kinked and bent was due to procedural/anatomical factors encountered during handling/manipulation of the device during the procedure thus the performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the airway during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure the distal tip of the needle was bent after multiple passes. The procedure was completed with another endobronchial ultrasound transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.